Event description:
It was reported that a malfunction alarm occurred with the display of malfunction code malf 0. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.